Manufacturer narrative:
Investigation: the client did not use proper sampling technique and used the same puncture site for multiple tests. Using the same finger or puncture may lead to errors as the coagulation cascade in the patient's blood has already begun. Analysis of patient inr data: date: (B)(6) 2013; inratio: 6.8, 1.6, 1.3; mean: 3.23; sd: 3.09; %cv: 95.6%. Inratio meter results failed the criteria for precision. In-house therapeutic donor testing was performed on reported lot # 305771 on (B)(6) 2013. Results as follows: donor: 205; inratio: 2.4, 2.4, 2.4; reference: 2.59; bias threshold: 1.59 - 3.59; %cv: 0.00. Donor: 201; 2.8, 2.9, 3.2; 2.61; 1.61 - 3.61; 7.02. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and passed the precision criteria. No further investigation was required. Conclusion: the patient's inratio data did not meed precision criteria. The client's improper handling techniques could not be ruled out as the root cause of unexpected inr results. In-house testing of retention materials determined that the strip lot continued to meet accuracy and precision criteria. No product deficiency was established. As of (B)(4) 2013, (B)(4) discrepant complaints were reported for strip lot # 305771, yielding a complaint rate of (B)(4). This rate did not exceed the qa action threshold; therefore no further action was required. This complaint type and the lot number remain subject for routine tracking and trending.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(4) 2013; inratio inr: 6.8, 1.6 and 1.3. The first two (2) tests were performed five (5) minutes apart. The patient used the same finger and lancet puncture to procure the sample. The third test was performed approximately ten (10) minutes later after correcting technique. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no add'l info provided.